Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the image abnormality was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. In addition, the adhesive of the objective lens may have come off due to deterioration due to complex stress such as mechanical stress due to interference with endotherapy accessories or chemical attack due to chemicals. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the metal part at the distal end, bending section rubber, light guide connector, control section, grip unit, angulation control lever, up / down plate, right / left plate, grip cover, video connector, light guide cover glass, and video connector case were scratched due to external factors. -the adhesive of the bending section rubber was chipped. -the watertightness of the light guide connector was not maintained due to external factors. -the video connector was cracked due to an external factor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that sometimes the monitor screen turned purple. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the color tone was abnormal, and the endoscopic image was displayed only in magenta or green, due to the damage of the imaging unit. In addition, the adhesive of the objective lens was chipped due to external factors.